Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial (B)(4)) not recognizing the air trap was confirmed during functional test. The investigation findings revealed of traces of liquid on the board of the air trap sensor block. Therefore, the root cause of the reported issue was due to a damaged air trap sensor block in which is likely attributed to the fluid found on the board. No discrepancy observed during archive event log review. There was no physical damage observed on the returned thermogard ivtm system. Initial functional testing of the returned thermogard ivtm system confirmed air trap not being recognized. To remedy the issue, the damaged air trap sensor block was replaced. After the part replacement, the thermogard ivtm system was re-tested and passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that the filled air trap was not being recognized on the thermogard ivtm system (serial (B)(4)). The system could not continue to function properly. No patient involvement.